Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported high impedance of greater than 4000 when an impedance check was performed at an amp of 1. It was reported that the patient icon was showing low battery life. The estimate from the clinician programmer states 75 months. There was a report that the patient was now sometimes finding it difficult to communicate with their implantable neurostimulator (ins) with the programmer. An alternative programmer had been tried but this did not have a different result. No further complications were reported/anticipated. Additional information was received from the manufacturer representative reporting that the action taken to resolve the event was the patient saw a manufacturer representative in the clinic. No cause was reported. The event was resolved, and the device was still implanted.